Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the cause was unknown. Patient information passed to the a different region team that covers the area, as patient lives in that area now and goes to a clinic there. They will follow-up in the near future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the device needed to be turned up so the device needs to be charged more often. Patient set up a third program and it seems to be working fine.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt rep reported that they moved to a different location and having some problem with the ins not maintaining a charge. Caller said when the patient first got the ins, they can go a couple of weeks without charging but now they had to charge the ins every 3 days. Caller stated they wanted to reach a rep to have the ins checked and to check the programs as well to make sure that the patient is on the best one. When asked for event date caller said, "around november of last year".  Agent attempted to clarify why they wanted the rep to check the programs. Caller stated the ins was working as normal, but they think the patient's pain level may have gone up because when they first got the ins, the patient didn't walk sideways, 'didn't moan from being in pain' and the patient noticed that issue started the same time when the patient felt like the ins was not maintaining a charge. Agent reviewed information.